Manufacturer narrative:
Additional information was added: the device was manufactured from august 5, 2019 - august 6, 2019. The device was received for evaluation. During visual inspection, the bladder was observed ruptured. The external and internal surfaces of the bladder and the rupture line were microscopically examined for evidence of markings, abrasions, gouges, holes, or embedded particulate matter along with any surface defects on the stress-member for any signs of abnormality which may have caused the device to rupture. No signs of abnormality were found on the ruptured bladder. The reported condition was verified. The most probable cause of the condition was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. The device was filled with unspecified drug. There was no patient involvement. No additional information is available.